Event description:
The device was used during a colo anal resection procedure. Reportedly, the pt was bleeding on the anastomotic section. Three times the surgeon gave the pt 200ml of concentrated globular. The following day endoscopic sclerosis was observed. The hosp has reported the pt's condition as satisfactory.